Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, which included inspecting and cleaning parts of the pump, leading to the successful replacement and loading of a new cartridge, allowing the customer to resume insulin delivery.